Event description:
The physician chose to use a 150 mm protege to stent a pt's sfa. The sheath was retracted and deployed about 30 mm of the stent, but then the sheath got stuck and would not retract further. The surgeon performed a "cut down" on the pt and they tried again to get the sheath to retract. They cut the sheath and undeployed stent just proximal to the area that had deployed. This left 30 mm of deployed stent in the pt's sfa. The surgeon performed a fem pop bypass. At last report the pt had tolerated the surgery well and was doing okay.